Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve using this delivery catheter system (dcs), following three recaptures, it was reported that the capsule had buckled. An "s" shape was reported. The valve and dcs were withdrawn from the patient. A replacement valve was successfully implanted. Of note, it was reported that the patient had a horizontal aortic root. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which reported that the patient's aortic root was horizontal, and the delivery catheter system (dcs) was hugging the inner curve. During the first two deployment attempts, the valve was deep on the non-coronary cusp (ncc) and negative on the left coronary cusp (lcc), therefore was recaptured. The valve ultimately had to be implanted very deep on the ncc side in order to get into position on the lcc. The physician commented that recapturing was difficult because of the resistance. Of note, there were no loading abnormalities or difficulties reported. No adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the subject delivery catheter system (dcs) was discarded by the customer and as such no analysis could be performed. Procedural images were received. Images showed the valve in high position. The images do not show the capsule buckled or the difficult to recapture. The reported event indicates that during the first two deployment attempts, the valve was deep on the non-coronary cusp (ncc) and negative on the left coronary cusp (lcc), therefore was recaptured. Recapturing is a feature of the evolut pro system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. It was reported that following three recaptures, the capsule had buckled. An "s" shape was reported. Based on the investigation completed into capsule buckle events, there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of capsule buckle is unknown however, patient anatomy (vessel tortuosity <(>&<)> calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torquing of the catheter) are known potential contributing factors to capsule damage. In this case, the challenging anatomy present may have contributed to the capsule damage. The physician commented that recapturing was difficult because of the resistance. The force in the dcs when closing the capsule is cumulative and many sources may contribute to the feeling of excess tension including load quality, bends and kinks on the shaft, and tortuous anatomy. Based on the device history record (DHR) review performed on the dcs, there were no correlations/issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. Updated a1. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.